Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a major aortopulmonary collateral arteries (mapca) coil embolization procedure, an angio catheter advanced toward the left internal thoracic artery and a leonis mova,sumis microcather (mc) was inserted and advanced toward a shunt point. There was resistance felt when a 2mm x 6cm galaxy g3 mini coil (glm920060, l14858) was inserted into the microcatheter. The resistance became stronger and stronger as the complaint coil was heading to the distal end of the microcatheter. The physician felt intensive resistance before the distal end. The complaint coil was replaced with another coil of the same catalog number and the procedure was completed. The customer states there is no additional information available. One non-sterile unit galaxy g3 mini 2mm x 6cm was received inside of a pouch. The received device was visually inspected, the dpu was found kinked inside the introducer. Then a microscopic analysis was performed, and the embolic coil was found kinked inside the introducer. No other damages were observed. A manufacturing record evaluation was performed for the finished device l14858 number, and no non-conformances related to the reported complaint condition were identified the reported condition ¿detachable coil delivery system (dcs) - resistance/friction-during advancement with no loss of cerebral target position¿ the conditions of the dpu may contribute to the resistance/friction felt, and due to this we can confirm the complaint. The damaged condition appears to have been caused by excessive force. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. Resistance/friction during advancement is a known potential failure associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU states the following: ¿if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and the evaluation of the returned complaint device; however, it is possible that procedural and handling factors, including device manipulation, insufficient flush, and interaction with the concomitant microcatheter, may have contributed to the reported failure and damages noted to the returned system. The event description does not report any damage of the embolic coil. However, 100% of devices are inspected for damage at the quality control (qc) final inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage. Kinking can be caused by the application of excessive force to a device while trying to advance against resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a major aortopulmonary collateral arteries (mapca) coil embolization procedure, an angio catheter advanced toward the left internal thoracic artery and a leonis mova,sumis microcather (mc) was inserted and advanced toward a shunt point. There was resistance felt when a 2mm x 6cm galaxy g3 mini coil (glm920060, l14858) was inserted into the microcatheter. The resistance became stronger and stronger as the complaint coil was heading to the distal end of the microcatheter. The physician felt intensive resistance before the distal end. The complaint coil was replaced with another coil of the same catalog number and the procedure was completed. The customer states there is no additional information available. Based on the device analysis, the embolic coil was found kinked.